Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing constant high blood glucose levels. Customer's blood glucose had gone higher than 600 mg/dl. Insulin pump was not delivering. Customer took set out but it was not leaking. It was unknown whether the customer was using auto mode. Troubleshooting was not performed. The insulin pump will not be returned for analysis.